Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. D4: the UDI number is not known as the part and lot numbers were not provided. The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information was not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported hypertension, mitral valve insufficiency/regurgitation (mr), heart failure/congestive heart failure and death cannot be determined. However, hypertension, mitral regurgitation (mr), heart failure and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional patient effects reported in the articles are captured under a separate medwatch report. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that 239 patients underwent transcatheter edge-to-edge repair of the mitral valve (m-teer) from (B)(6) 2010 and (B)(6) 2016. Follow up was performed within six months of the procedure. The results showed that the implanted mitraclips may have caused or contributed to recurrent mitral regurgitation (mr), pulmonary hypertension, heart failure (hf) requiring hospitalization, and death. Additional information is listed in the attached article, titled ¿impact of pulmonary hypertension on outcomes after teer in patients suffering from mitral regurgitation.¿